Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On the ezio 25mm 15ga needle set the paramedic reported that the hub would not come off the needle and the extension set has a crushed/melted end resulting in unable to use. The patient was in cardiac arrest. Io access was achieved with a second device. The device did not contribute to the patient's death. The problem was encountered when attempting to remove the hub/needle the device would not separate. The first device was left in the patient after the patient died.

Manufacturer narrative:
(B)(4), the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 03/2021 and is approximately 0.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The complaint root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On the ezio 25mm 15ga needle set the paramedic reported that the hub would not come off the needle and the extension set has a crushed/melted end resulting in unable to use. The patient was in cardiac arrest. Io access was achieved with a second device. The device did not contribute to the patient's death. The problem was encountered when attempting to remove the hub/needle the device would not separate. The first device was left in the patient after the patient died.